Event description:
Radio-opaque strip on surgical pattie was not detected on x-ray by the hospital staff. Retrieval of pattie added 45 minutes to the surgery time. Pt injury was not reported.

Manufacturer narrative:
Sample devices from the specified lot# bp503 were sent for radiopaque testing, using the reference standard for determining radiopacity outlined in jjpi test method tm-003/d. The samples were tested and found to be within acceptance range. Jjpi considers this complaint to be closed.